Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous, mildly calcified and 3mm in diameter left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured at 20cm from the distal of the device. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter with no other devices. Device analysis determined the condition of the returned device was consistent with the complaint incident. The shaft was examined. The hypotube was completely separated 63cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube. The shaft was damaged at the guidewire exit notch. The damage is consistent with interaction with a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous, mildly calcified and 3mm in diameter left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured at 20cm from the distal of the device. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.